Manufacturer narrative:
(B)(4). This lot was manufactured january 15, 2015 to january 16, 2015. The device was returned for evaluation. Visual inspection did not reveal any signs of blockage or physical abnormality. A functional flow test was performed, after fill evidence of flow was observed at the distal luer. Flow continued without stopping until the solution in the bladder was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The reporter stated that there was still no flow after force priming was attempted. This occurred after filling. There was no patient injury or medical intervention associated with this event. No additional information is available.